Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed self-test using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical united kingdom for evaluation. The customer's report was verified and attributed to a disconnected self-test wire connecting two electrodes. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts the self-test of the electrode with the defibrillator. The electrodes were scrapped and replaced. Analysis of reports of this type has not identified an increase in trend.